Manufacturer narrative:
During use of the 6/7f mynxgrip vascular closure device (vcd), it was reported that the tip of the device wouldn¿t penetrate the diaphragm of the sheath to insert it. There was no patient injury. The physician said the tip was defective. Another mynx was opened and the physician was able to deploy that one successfully. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity or presence of pvd / calcium in the vicinity of the puncture site. The sheath did not kinked/bent upon removal. The device is available for analysis. No other information was provided. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock open. The sealant and advancer tube were in manufactured position as received. The syringe was received separated from the device. The procedural sheath that was involved in the reported complaint was not returned with the device. The returned device atraumatic wire distal tip was observed severely bent/damaged. The received device had evidence of exposure to blood. No other visual damages or anomalies were observed. Without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. An applicable lab introducer sheath was used to perform the insertion/withdrawal test on the returned product. Although the catheter¿s atraumatic wire distal tip was bent/damaged, the device was able to be inserted through the lab introducer sheath without issue during the investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). A device history record (DHR) review of lot f1822001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was confirmed through analysis of the returned device due to the severely bent atraumatic wire/distal tip. However, the exact root cause of the issue reported could not be conclusively determined during analysis. Based on the information provided and the investigation performed, the condition of the procedural sheath (although not returned) and/or access site vessel characteristics likely contributed to the resistance felt during device insertion since functional analysis was able to be performed with the lab sample sheath with no resistance. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it states to ¿flush the procedural sheath with sterile heparinized saline. Deflate the balloon and leave the syringe at neutral. Do not lock. Insert mynxgrip into the procedural sheath up to the white shaft marker.¿ neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During use of the mynx vascular closure device, it was reported that the tip of the device wouldn¿t penetrate the diaphragm of the sheath to insert it. There was no patient injury. The physician said the tip was defective. Another mynx was opened and the physician was able to deploy that one successfully. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity or presence of pvd / calcium in the vicinity of the puncture site. The sheath did not kinked/bent upon removal. The device is available for analysis. No other information was provided.